Event description:
It was reported that customer was unable to clear air bubble detected alarm even with a 2nd flow / bubble sensor. The event occurred during priming of a backup unit. No harm to any person has been reported. Complaintnumber:(B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available.

Manufacturer narrative:
It was reported that customer was unable to clear air bubble detected alarm even with a 2nd flow / bubble sensor. The failure occurred during priming of a backup unit. A getinge service technician (fst) was sent for investigation and repair on 2022-08-27/30/31. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk analysis v24 the most probable root cause is a defective connection between the sensorbridge board and the digiflow board caused by an electro static discharge (esd). Therefore the user was unable to clear air bubble detected alarm. Another sensor panel with the same failure was already investigated by getinge life- cycle -engineering (lce) on 2020-04-09. The unreliable plug connections on the digiflow mini-board led to the error. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6)) was reviewed on 2022-08-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "unable to clear air bubble detected alarm" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).